Event description:
During evaluation of a returned spectrum pump, the device had system error 322. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device had a system error 322. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be lower link switch and the lower aux. The lower link switch and the lower aux will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.